Event description:
The lay user/patient contacted lfs alleging inaccurate control high readings on the one touch ultralink meter. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The patient obtained a result of 140 with a range of 99-132. The test strips were in good condition and not expired. The control solution was not expired and was stored properly. Customer care advocate (cca) walked the patient through a control test and the test strips fell out of range. Products were replaced. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.